Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855.a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the caps were coming off on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-may-2025. Investigation summary: bd received 82 samples for investigation. Out of these, 29 samples were selected for functional tests, resulting in 6 samples showing the defects. Additionally, 29 retained samples were tested, and the reported issue was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer noticed the caps were coming off on unspecified number of tubes. There was no health impact or consequence reported.